Manufacturer narrative:
All buttons functioned properly. However, found slight corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specifications range and passed off no power test. The insulin pump was monitored and tested with no failed battery test and no low battery alert noted. The insulin pump received with cracked reservoir tube lip and severely scratched display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's friend that the customer's insulin pump keypad is sticking and batteries are not lasting. The customer experienced issues with buttons sticking, high blood glucose and failed battery test. The buttons are non-responsive. Customer declined high blood glucose, low battery alerts and failed battery troubleshooting. Advised customer to discontinue the use of the insulin pump and revert to back-up plan. The customer's blood glucose was unknown.